Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer could smell insulin; however, all the supplies on the pump appeared to be dry. The customer's blood glucose level was in target range. Tandem technical support was unable to perform troubleshooting as the reported event had occurred in the past.